Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a pacemaker system exchange procedure. During repositioning of the new right ventricular lead, high impedance and high capture thresholds were noted. The physician exchanged the lead during procedure on (B)(6) 2020. The patient experienced no adverse consequences.